Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6), this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during cuff check the foley catheter sterile water did not return.

Manufacturer narrative:
The reported event is confirmed - other. Received one (1) used all-silicone foley catheter with sample port connector, syringe and packaging label without original packaging. Verified material number 2758j14, manufacturing lot number ngjq4069 and batch number myjw3048. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. Asymmetrical balloon was observed. Per (B)(4), rev 3, formula (b / (b + a) * 100. ((1.5 / (1.5 + 0) * 100, balloon concentricity= 100/0 (B)(4). Attempted to deflate balloon passively and only 0.5ml could be withdrawn with the returned syringe. Using the in-house luer lock syringe, deflated balloon passively in under four (4) minutes with no cuffing or leaks noted, returning 10ml of solution. The complaint is against the syringe. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during cuff check the foley catheter sterile water did not return. Per notification from investigator on 13jan2026, it was reported that asymmetrical balloon was found during sample evaluation on 11dec2025.